Event description:
A homecare pt experienced trauma, respiratory distress and required medical intervention shortly after intubation of a 5.5 ped, pediatric tracheostomy tube. Pt's device prescription was changed from a custom made device and the standard pediatric device reportedly. Contributed or caused the pt to experience the reported adverse respiratory condition. Info received indicates that the pt's neuromuscular disorders affecting the neck and chest muscles compromised the pt's ability to hold the 5.5 ped device in stable position. The 5.5 ped device was removed, a customized tracheostomy tube was inserted and ventilation was resumed. Pt returned to baseline to condition.